Manufacturer narrative:
Event date: (B)(6) 2020. Date of this report: 11mar2020.

Event description:
The customer reported an alarm didn't sound when an alarm occurred. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service technician evaluated the device and could not confirm the reported problem. The service technician checked the error log but did not find any failures. The repair was cancelled and unit was returned to the customer.